Manufacturer narrative:
During the rewind portion of the displacement test, the unit returned a insulin pump error alarm. Unable to perform the displacement test due to the insulin pump error alarm. Upon further review of the unit's interior, did not note any previous moisture presence or corrosion on any of the boards or the motor assembly inside the unit. The motor was tested outside of the device, and it passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 519 mg/dl at the time of the incident. The customer was able to clear the alarm and complete the rewind. The customer stated that the self test was passed. The customer had high blood glucose and customer refuses to troubleshoot for the high blood glucose. The customer was treated with the syringe. The insulin pump will be returned for analysis.